Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer should by reminded the directions for use states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. We were unable to replicate the customer's experience during laboratory evaluation. We did observe a non-company trocar cannula returned with the infusion cannula. This observation suggests the customer used non- company parts with an system. The directions for use (dfu) in the warnings section states "mismatch of consumable components and/or use of settings not specially adjusted for a particular combination of consumable components may create potentially hazardous fluidics imbalance," and also states "use of disposables other than those may affect system performance and create potential hazards." The root cause of the customer's complaint is most likely related to not following instructions which resulted in the customer's experience. Non-company parts were connected to the fluidics system in returned condition. After investigation of this complaint, it has been determined the root cause is related to the customer not following instructions; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a low intraocular pressure was confirmed during the cataract/vitrectomy combination surgery, the doctor was considering the possibility of clogging of the infusion tube, and the tube was replaced, but the situation was no changed. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer should by reminded the directions for use states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. We were unable to replicate the customer's experience during laboratory evaluation. We did observe a non-company trocar cannula returned with the infusion cannula. This observation suggests the customer used non- company parts with an system. The directions for use (dfu) in the warnings section states "mismatch of consumable components and/or use of settings not specially adjusted for a particular combination of consumable components may create potentially hazardous fluidics imbalance," and also states "use of disposables other than those may affect system performance and create potential hazards." The root cause of the customer's complaint is most likely related to not following instructions which resulted in the customer's experience. Non-company parts were connected to the fluidics system in returned condition. After investigation of this complaint, it has been determined the root cause is related to the customer not following instructions; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).